Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the dressing does not stick well was inconclusive and could not be verified from the photograph that was provided for investigation. The photo showed two transparent dressings. The dressings appeared to be unused. Each dressing was shown with the backing still attached. The dressings showed no evidence of application to the patient. Since no damage was observed on the dressings, the complaint was inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "they state the new dressings in the kit do not stick as well. This is on all their powerglides insertion kits." Additional info. Rcvd 07.02.2021 "this has been occurring since covid. The powerglide kits are coming with a cheaper jelly and a cheaper dressing. The dressing does not stick as well."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "they state the new dressings in the kit do not stick as well. This is on all their powerglides insertion kits." Exact quantity of kits involved was not provided. Additional info. Rcvd 07.02.2021 "this has been occurring since covid. The powerglide kits are coming with a cheaper jelly and a cheaper dressing. The dressing does not stick as well."